Event description:
A broviac 2.7 french line was placed into baby's left groin at seven weeks old. Had been running pediatric tpn at various rates as baby got older. Tpn rate had started out at 21.5ml/hr when event occurred. The patients nurse had called rn manager to bedside to evaluate broviac catheter due to difficulty getting blood return. Dressing removed to see line, upon straightening line, blood return was improved and line was flushing without difficulty. Nurse connected pediatric tpn to alaris pump. When pump started, nurses noticed blood backing up into line. When they were uncovering the line dressing, a pop was heard and there was splattering of saline, tpn, and blood.